Manufacturer narrative:
(B)(4). Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received stating that the eyelet on the flange of a tracheostomy tube split after an unknown amount of time in use. No permanent adverse effects to patient reported.